Manufacturer narrative:
Date received by manufacturer (mo/day/yr); corrected data; supplemental MDR #1 inadvertently submitted incorrect. Received date. Date should have been 01/16/2020.

Event description:
Information received in clinic notes stated that the vns was last interrogated in (B)(6) 2019 and she was told that the battery was a about to expire and the physicians were considering upgrading the device. Recently the patient's seizure duration has increased. Seizures used to last between 2-3 minutes until recently when the battery of the vns died and she loses more time with each seizure. In (B)(6) and (B)(6) she had more than 40 seizures each month, which she thinks is related to vns not working. Notes state that the patient does not feel that the vns is working anymore given the lack of sensation that he she used to feel when the vns is active. Additional information was received that the patient's device was successfully interrogated and functioning normally with good battery status. No known surgical intervention has occurred to date.

Event description:
Patient reported experiencing a choking sensation and difficulty breathing and requested to have their device explanted. Information was later obtain that the patient underwent surgery and had their generator explanted. The explanted product have not been received by product analysis to date

Event description:
It was reported from the patient that she would like her device replaced because she believes it is depleted as she is having an increase in seizures. She states that she is having an increase in seizures from about 10-15 a month to now 50 seizures a month. No additional relevant information has been received to date.